Manufacturer narrative:
The device from the reported incident has been returned to angiodynamics. The sample was then forwarded to our supplier, medventure tech corp, along with a supplier corrective action request (scar). Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
As reported, exodus catheter had been placed as a pancreatic biliary tree drain on (B)(6) 2016. The physician noted that the catheter had "cracked into several pieces near the tip" and was removed on (B)(6) 2016. The patient condition was reported as "unaffected." The used device was returned to angiodynamics.

Manufacturer narrative:
No device history records review was conducted since there was no reported lot # and a ship history lot review was not performed since item # is unknown. The january 2017 angiodynamics complaint report was reviewed for the drainage catheter product family and the failure mode, "catheter tip cracked. " no adverse trend was identified. The used drainage catheter was returned in two {2} pieces, and without the suture material. It was then forwarded to angiodynamics' supplier (B)(4), along with a supplier corrective action request (scar). (B)(4) confirmed that the shaft material had disintegrated. Although the failure mode cannot be determined, the condition of the sample aligns with the catheter coming into contact with a non-compatible material. The potential root cause is that the catheter was exposed to a portion of the body that the catheter was not designed for, i.e., potential off-label use. The directions for use provided with the device contain the following information: "indications for use / intended use: multipurpose drainage catheters are intended for percutaneous drainage of fluid or air from the chest, abdomen and pelvis. Warnings: do not use catheter for gastrostomy procedures/feeding tube. Exposure to gastric juices may damage the catheter. Instructions for use: note: where long-term use is indicated, it is recommended that indwelling time not exceed 90 days. This catheter should be evaluated by the physician on or before 90 days post-placement." (B)(4).